Event description:
On (B)(6) 2009, a company representative reported that the pt stated that for a few weeks the up and down buttons on her insulin infusion device have not properly worked. The pt stated the buttons stick and she sometimes has to push them very hard to get them to respond. Her device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.